Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: all of the keypad buttons responded intermittently. Contamination was found underneath all of the button contacts. The display screen was dim and discolored. The battery compartment had stripped threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed that there was contamination on the button contacts, the display screen was dim and discolored, and the battery compartment had stripped threads. This report is made based on results of investigation completed on (B)(6) 2015.